Manufacturer narrative:
(B) (4).

Event description:
Literature: puigdemont d, portella mj, perez-egea r, et al. Depressive relapse after initial response to subcallosal cingulated gyrus-deep brain stimulation in a patient with treatment-resistant depression; electroconvulsive therapy as a feasible strategy. Biol psychiatry. 2009;66(5):e11-e12. Summary: this article presents a case report of a patient implanted with bilateral deep brain stimulation of the subcallosal cingulated gyrus for the treatment of treatment-resistant recurrent major depressive disorder. Reportable event: after implantation, the patient showed a sustained response, maintaining a hamilton depression rating scale (ham-d) score below 12, without needing any more electroconvulsive therapy (ect) sessions. In (B) (6) 2008, the patient was hospitalized for a depressive relapse but on this occasion there was a high predominance of psychotic over depressive symptoms with non-structured delusions of ruin, thought blackouts, and difficulties expressing her emotional state with a quick shift to mutism and behavioral disorganization. Despite several treatment combinations being tried, no response was obtained. The decision was made to turn off the pulse generator and to again administer ect. After a series of nine sessions set at 70% were performed over 3 weeks using bi-frontal electrode placement, the episode remitted in (B) (6) 2008. The deep brain stimulator was turned on again, and the patient remained in remission.